Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device misfired due to misaligned edges where the clip deploys. The clips were malformed and scissoring. The case was completed with another device and there was no patient consequence.